Manufacturer narrative:
The insulin pump was received with scratched case, missing retainer, reservoir tube missing o-ring, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the cartridge compartment is loosened. The insulin pump will be returned for analysis.